Manufacturer narrative:
Follow-up # 1 date of submission 06/18/2013 - device evaluation: the pump has been returned and evaluated by product analysis on 05/23/2013 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the down arrow keypad button was found to be intermittently unresponsive; all other keypad buttons responded appropriately. There was evidence of contamination found under all key contacts.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the keypad down arrow button was sticking with a delayed response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.